Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg, ICD, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that about 4 months after a routine device replacement, the right ventricular lead high voltage (hv) coil impedances were varying and high, and a lead warning was triggered. A loose connection between the device and lead was suspected. During a scheduled left ventricular epicardial lead implant procedure, both hv coil lead pins were re-inserted into the device header and the impedances were steady at about 50 ohms. The device and lead remain in use. No patient complications have been reported as a result of this event.